Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system. The customer was giving herself a bolus when she received the alarm. The drive support cap was protruded. Customer's blood glucose level was 360 mg/dl. She treated her high blood glucose level with a partial bolus before the insulin pump alarmed compromised force sensor system and the rest of the correction with a manual injection. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.